Event description:
It was reported that a home patient experienced a connection issue between a solution bag and supply line. This occurred during dwell four of seven of peritoneal dialysis therapy. The patient stated they had solution bags stacked on the heater and the solution bag fell, and became disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient stacked solution bags. One of the bags then fell and became disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.